Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra mini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter was unable to recall when the alleged meter inaccuracy began. The reporter claimed that at an unspecified date and time, the patient obtained an inaccurate high blood glucose reading of "139 mg/dl" with the subject meter. The patient manages her diabetes with lantus insulin (10 units daily). There was no report of any changes made to the patient's usual diabetes management regimen as a result of the alleged issue. The reporter claimed the patient "passed out" an unspecified time after the alleged issue began. The reporter claimed she treated the patient with sugar water and contacted the emergency medical services (ems) for assistance. The reporter claimed the patient regained consciousness by the time the paramedics arrived, and no further treatment was reported. The reporter denied the patient's blood glucose was measured on the ems device. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient was not washing hands prior to testing. Advice was given on the correct testing process. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.